Manufacturer narrative:
¿Surgical treatment of proximal humeral fracture with external fixator¿ (2012). Ebraheim, n., lause, g., and zhang, j. Journal of shoulder and elbow surgery; 21, 882-886. This report is for an unknown/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, ¿surgical treatment of proximal humeral fracture with external fixator¿ (2012). Ebraheim, n., lause, g., and zhang, j. Journal of shoulder and elbow surgery; 21, 882-886. In this retrospective study, 32 sequential displaced proximal humeral fractures underwent surgical treatment at an institute between march 2007 and june 2009. There were 22 men and 10 women. The mean age of the patients was 56 years (range, 23-81 years). Patients were treated with 4 threaded pins (diameter, 3mm; synthes, solothurn, switzerland) were inserted percutaneously into the humeral head with the tip of the needle located at 3mm under the articular surface. The pins of the mini-external fixators (synthes) were cleaned 3 times a day with alcohol and removed at 6 or 8 weeks postoperatively when signs of fracture union could be seen on the radiographs. The pin removal was performed in an outpatient setting. One patient had a collapsed humeral head, which required an unplanned second operation within 12 months after the initial operation. This patient underwent hemiarthroplasty eventually. There was no reported product problem for this patient. This is 1 of 2 reports for (B)(4). This report is for unknown 3mm threaded pins. .